Event description:
It was reported that during device interrogation a lead warning occurred on the right atrial lead due to low impedance. It was further reported there was far field r-wave (ffrw) oversensing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2012; 4968 implantable pacing lead, implanted: (B)(6) 2012.